Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel, the suction channel, the air/water channel, and the distal end of the subject device. The testing result cleared the german guideline. (B)(4) checked the subject device and found the followings. The adhesive around the light guide lens and objective lens was porous. The distal end cap was dented. The adhesive of the bending section rubber was porous. The air/water cylinder was worn out. The suction cylinder was worn out. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, leifsonia sp (3 cfu) were detected from the sample collected from the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.